Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having a "pause" in their heart rhythm. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that "a pause" did not occur.